Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a crack in the catheter hub occurred and the user came in direct contact with media and blood. During a thrombectomy procedure, an angiojet® zelantedvt¿ was being used when upon injecting contrast, it squirted back with the patient¿s blood due to a crack in the catheter hub. As a result, the physician had the patient¿s blood on his eyes. No patient complications were reported and the procedure was completed with another of the same device. The patient status was reported as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that a syringe was used to inject the contrast media. The physician quickly washed out his eyes after coming in contact with the patient's blood and contrast. It was alleged that protective eyewear was not being utilized. No further treatment or additional measures were reported and the physician was reported to be ok.